Event description:
It was reported that during a bph surgical procedure at (B)(4) joules used ¿fiber cap detachment¿; the fiber cap was retrieved. The case was completed with a second fiber. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
A 23,465 joules of use for the second fiber. Device available for evaluation updated. (B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the glass cap exhibits severe devitrification and mild detritus adhesion at the output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.